Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, deep vein thrombosis, smear cervix abnormal, tobacco user, nephrolithiasis and gastritis. The patient had a history of allergic contact dermatitis due to metals, cosmetics and dyes. On (B)(6) 2018: radiology report: right adnexa: there is a complex cyst, in the right ovary measuring 1.9x1.7x1.4 cm.the cyst. Appears complex and has the following features; homogeneous moderately echogenic internal echoes. The sonographic appearance is most suggestive of a hemorrhagic cyst or corpus luteum. Concurrent conditions included smoker, livedo reticularis, rash, erythropapular rash, erythromacular rash, allergy (cobalt), dermatitis (metals, cosmetics, dyes), liposuction, human papilloma virus test positive, heavy periods, hyperlipidemia, thrombotic thrombocytopenic purpura, hypertension, irritable bowel syndrome, hypercholesterolemia, food allergy, constipation, diarrhea, obesity, cerebrovascular accident, overweight, acne and complex ovarian cyst. Concomitant products included calcium carbonate, colecalciferol (vitamin d3), cyanocobalamin, folic acid, lisinopril, omeprazole and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with prednisone (prednison), rituximab (rituxan) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: essure micro-inserts appropriately positioned. Occluded fallopian tubes.. Pathology test - on (B)(6) 2012: diagnosis: endocervix, curettage: fragments of unremarkable endocervical epithelium. Squamous metaplasia with inflammation. Note: there is no evidence of dysplasia. Ultrasound kidney - on (B)(6) 2017: there are two atones seen in the left kidney. Multiple follicles and one minimally complex right ovarian cyst, likely a corpus luteum or hemorrhagic follicle.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, deep vein thrombosis, smear cervix abnormal, tobacco user, nephrolithiasis and gastritis. The patient had a history of allergic contact dermatitis due to metals, cosmetics and dyes. On (B)(6) 2018: radiology report: right adnexa: there is a complex cyst, in the right ovary measuring 1.9x1.7x1.4 cm. The cyst. Appears complex and has the following features; homogeneous moderately echogenic internal echoes. The sonographic appearance is most suggestive of a hemorrhagic cyst or corpus luteum. Concurrent conditions included smoker, livedo reticularis, rash, rash erythematous, erythromacular rash, allergy (cobalt), dermatitis (metals, cosmetics, dyes), liposuction, human papilloma virus test positive, heavy periods, hyperlipidemia, thrombotic thrombocytopenic purpura, hypertension, irritable bowel syndrome, hypercholesterolemia, food allergy, constipation, diarrhea, obesity, cerebrovascular accident, overweight, acne and complex ovarian cyst. Concomitant products included calcium carbonate, cholecalciferol (vitamin d3), cyanocobalamin, folic acid, lisinopril, omeprazole and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with prednisone (prednison), rituximab (rituxan) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: essure micro-inserts appropriately positioned. Occluded fallopian tubes. Pathology test - on (B)(6) 2012: diagnosis: endocervix, curettage: fragments of unremarkable endocervical epithelium. Squamous metaplasia with inflammation. Note: there is no evidence of dysplasia. Ultrasound kidney - on (B)(6) 2017: there are two atones seen in the left kidney. Multiple follicles and one minimally complex right ovarian cyst, likely a corpus luteum or hemorrhagic follicle. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: allergy to metal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.